Event description:
It was reported that within a week post implant, the right ventricular (rv) lead impedance had a rapid decrease and the threshold had increased. The rv lead was confirmed to be dislodged on x-ray. Reprogramming was done until the rv lead as repositioned. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 457445 implantable pacing lead, (B)(6) 2013. (B)(4).